Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported with loose crown on #20. During examination, it was found that the implant was not integrated. Infection and bone loss around the implant was also found.